Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A lot number was not able to be provided, therefore a review of the manufacturing records cannot be conducted. Allergic reaction is identified in the adverse reaction section of the IFU as a possible complication. When/if additional information and/or the reactivity test results are provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is reported that in (B)(6) 2015 the patient was implanted with a bard ventralight st hernia patch. Following implant the patient developed hives on the abdomen and chest. The patient has had an autoimmune work-up and allergy testing, however the testing did not reveal answers. As reported the hives are still present on the patient. A sample mesh has been provided to the patient's allergist for reactivity testing.